Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer stated that they experienced four instances of high blood glucose levels of over 600mg/dl while on the mountains. Customer's blood glucose level at the time of call was 312mg/dl. Customer stated that they went to the hospital to get a blood test due to the elevated high blood glucose levels. The customer was wearing the insulin pump during the hospitalization. Customer declined to continue troubleshooting. The insulin pump will not be returned for analysis.